Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported the device started to ramp up to p-3, and started alarming impella position in aorta. Ultrasound transesophageal echocardiography (tee) showed that lv cavity was being compressed by a large known effusion. After reconfiguring venoarterial extracorporeal membrane oxygenation (va ECMO) cannulation, physician elected to remove 5.5 and leave patient on va ECMO only.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.